Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.25 x 30mm, concentric, de novo target lesion was located in the left circumflex coronary artery. The lesion was pre-dilated with a balloon at 12 atmospheres. A 2.25 x 32mm promus elite stent encountered significant resistance while advancing but was successfully deployed. Post deployment, a distal edge dissection at the distal side of the stent was noted. To cover the edge dissection, a 2.25 x 32mm promus element plus stent was implanted. The patient was stable at the end of procedure.